Event description:
Customer stated took a blood glucose reading and received a result of 246 or 264mg/dl. At 5pm customer was found unconscious by the in home nurse. Paramedics were called and the customer was given oxygen and glucose. The nurse believes the customer was dosing too much inslin based on device results. No controls were in use and the cap is left off of the glucose strip container. A request was made for the return of the suspect device and replacement product was sent.